Event description:
Caller called customer service to receive training on the blood glucose testing process and to inquire about test strip compatibility. During the course of troubleshooting, caller reported the customer self-injected glucagon. No further information was provided by the caller as they declined to continue troubleshooting and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is a final report. The complaint involved a training issue, hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted.